Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed that the entire suture was returned partially exposed and the link was normal. The posterior cuff was out of its pocket, tabs were untouched and the posterior needle was undisturbed indicating a posterior cuff miss occurred. No needle strike marks were observed. Plunger reinsertion was successful and foot deployment/parking and needle trajectory were found to be acceptable. No manufacturing issues were detected. The root cause of the cuff miss could not be determined. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that a physician attempted arteriotomy closure of the right femoral artery after an unspecified procedure with a proglide device the foot was routinely deployed. After pulling the plunger/needles out, the suture was not connected to the needles. A possible cuff miss occurred. The device was removed and manual compression was applied to achieve hemostasis. There were no patient adverse effects. No additional information was provided.